Event description:
It was reported that the patient presented to the hospital with dark stools and frequent low flow alarms. Log files were submitted for review and captured scattered low flow events throughout the log with flow noted to have been as low as 1.3 lpm. Additional log files were submitted for review and captured low flow events on 17mar2026. There were also several low flow flags which did not persist long enough to trigger low flow alarms. These occurred at time when the pulsatility index was elevated. More log files were submitted for review on (B)(6) 2026 and captured intermittent low flow events with flow noted as low as 1.1 lpm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.